Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and an untreated episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic in which the vector was switched to primary. An x ray was performed that revealed the electrode had migrated. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from (B)(6) 2023 to (B)(6) 2023.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and an untreated episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic in which the vector was switched to primary. An x ray was performed that revealed the electrode had migrated. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and an untreated episodes. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic in which the vector was switched to primary. An x ray was performed that revealed the electrode had migrated. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.